Event description:
The customer reported a contained diluent fluid leak of approximately five (5) ml from the probe rinse block of the coulter lh 500 hematology analyzer. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that the probe wipe rinse block had accumulated protein build up and was leaking some of the backwash. The fse flushed the probe wash block and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).